Manufacturer narrative:
(B)(4). When reviewing reportable events for the barimaxx beds range, we were able to find some complaints, related to the patient's fall from the bed due to various reasons. A review showed that among these complains there is no single one leading scenario which would lead to a patient's fall. Also no trend has been observed. The products involved in this incident is a customer-owned barimax ii bed, model number 310400, which was used in combination with atmosair fit mattress. The device was sold to customer (B)(6) medical center. With the complaint at hand, we received information that the patient fell off the bed upon egress and sustained fracture to both hips. It was reported that "the two side-rail - extensions were pulled out to expand the deck of the bed; the mattress bolsters were added to increase the surface width of the bed, however someone forgot to expand the 2 smaller deck slides in the middle so the mattress would be supported underneath. The patient, therefore was not supported and fell upon egress. " the barimaxx ii therapy system is designed for bariatric patients. The width of the patient surface can be expanded. In order to do so the locking handle shall be rotated down and all side rails expansions, including two smaller decks located on each side of the bed frame, shall be pulled until locked in place, after that process, the mattress can be place on the bed frame. From the provided information, it can be deemed that the two smaller bed expansions were not extracted from the frame before placing a mattress, therefore creating a gap. A patient surface was not supported and the patient fell upon exit. The inspection of the bed did not revealed any anomalies, the slides (expansions) moved smoothly. Based on the collected information, we (arjohuntleigh) have been able to establish that the most possible cause of this type of failure is using the device not in accordance to user guide and/or quick reference guide. User guide #310611-ah rev. A dated on september 2013 and quick reference guide #310612-ah rev. B dated on september 2014 instruct how to expand bed width in width using all eight expansions (two side rails expansions and two smaller expansions located on each side of the bed). The documents state that it is necessary that the expansions are locked in place prior to installing mattress inserts. It was stated, also, by the customer that the patient's fall was a result of a use error and for this reason the customer requested in-service, which was provided on december 11, 2016. In summary, it appears that there was no technical deficiency within the device but a use error contributed to the event. In that regards the device met its specification, however it was being used for a patient treatment therefore played a role in this incident. This event has been decided to be reportable based on the sustained injury - fracture to both hips. Given the circumstances and that the customer had received in-service regarding proper use of the side rail expansion, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by a facility that a patient fell last week with substantial injuries that was related to the bed not being adjusted properly.